Event description:
In 2008, the sales rep reported that during surgery, the surgeon implanted the plate and the locking mechanism that popped out. The surgeon then explanted the plate and implanted another one. This caused a surgical delay of one hour.

Manufacturer narrative:
A review of the device history record for the product found the implant meets specifications. Visual examination indicates no restrictor plate screw on the returned plate and the ratchet teethes on the base slider are worn. Functional testing of the ratchet feature indicates resistance in pulling the slider from the base segment, indicating the ratchet still functions. The evidence suggests the ratchet feature was exercised multiple times to cause wear on the ratchet tab of the base slider (use error).